Manufacturer narrative:
Vso replaced. H3 evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the vso to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that during a breast biopsy their control module was not giving sufficient vacuum and they are receiving fragmented samples. There was no patient consequence reported. Case was completed using the control module.